Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to clinic for a non-cardiac related surgery, non-sustained rv oversensing events were observed. Review of session records revealed intermittent sensing of myopotential signals and post-paced t-waves. Programming changes were suggested.